Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014, patient's inratio: 1.4, doctor's inratio: 2.0. Time between tests: within 5 minutes. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The patient was reported as using heparin. Limitations in product insert, "this test should not be used for patients on heparin therapy." This constitutes off-label use and cannot be ruled out as a possible root cause for the unexpected results. The customer has clotting factor v disorder, but actual concentration of the factor is unknown. The customer's current health status cannot be ruled out as a possible root cause for the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time.